Event description:
Pt called spontaneously. She said that she switched pump today (sn (B)(4)) and since this morning she is having pump problem for the third time today. The pump is alarming "cartridge removed, press ok to begin load process" even if the cartridge has been loaded and infusing the medication already. There has been no interruption in therapy due to pump malfunction. No other info known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah.